Event description:
It was reported that the camera head had a cable break and no picture. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut and deformation of the cable unit, noise occurs, and no image is displayed, water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut and deformation of the cable unit, noise occurs and no image is displayed, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.